Event description:
It was reported that a female patient who underwent a breast augmentation revision with 475cc mentor smooth round moderate profile saline breast implant has experienced postoperative bilateral implant deflation. As a result, patient underwent bilateral replacements with 575 ml, round, smooth, moderate style mentor saline implants filled from 475ml, plus bilateral left and right partial lower capsulotomy on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).